Event description:
The patient initially had previously experienced rod breakage bilaterally and revision surgery was performed on (B)(6) 2012. The event was reported on mfg medwatch report no. 1526439-2012-00194. The patient has a t4-pelvic construct with multiple levels of inter-body (concorde bullet). On (B)(6) 2012, the surgeon performed another re-operation because two viper2 rods broke at another level (approximately l2-3 bilaterally. The patient is reported to be a heavy smoker and states that she broke the rods both times while bending over and picking up objects. On the first occasion it was heavy boxes and the most recent it was her grandchild. When explanted, the rods had a heavy coating of black material of unknown origin on them. Additionally, it was reported that the patient had adult scoliosis/deformity and had also sheared a 7.0mm expedium ti screw for which the screw head had sheared off from the device. The screw shaft was left in the patient. The following mfg. Medwatch reports are being filed for the two viper2 rods and one expedium screw that are reported to have broken: 1528439-2014-11519; 1526439-2014-11520; 1526439-2014-11521.

Manufacturer narrative:
Two fragments of a viper2 straight rod480mm, cocr [product code: 1967-89-480, lot no: unknown] were returned for evaluation. The two samples returned show wear on the surface, indicating that they were used in a patient. No black material could be found on the surface of the rods, however that may have been removed during the sterilization process. Scanning electron microscopy (sem) was performed on fractured surface a to facilitate a more detailed investigation of the fracture characteristics the rod. The fractured surface exhibits evidence of fatigue striations that extend up from the crack initiation site towards final fracture. Areas can be seen with typical damage that occurs when the two fractured components rub together repeatedly post-separation. No material defects or other abnormalities were observed in this analysis. A device history record review for the viper2 straight rod480mm, cocr [product code: 1967-89-480, lot no: unknown] could not be conducted because no lot number is known. A 12 month complaint trend analysis for the viper2 straight rod480mm, cocr [product code: 1967-89-480, lot no: unknown] breaking post-op was conducted on the product code. No systemic trend resulting in further action was identified. The root cause for the rods and screw breaking cannot be positively identified. However, the fatigue nature of the failure can be indicative of motion at the level due to non-union. Smoking is a drug known to negatively affect bony healing and as such is considered contraindicated per the IFU-0902-90-015 rev t. The combination of the fatigue striations and smoking may indicate the root cause as fatigue due to motion in the segment over time. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.